Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee rev - attune articulating surface and shim broke during surgery. Attune articulating surface - left knob with spring broke off and spring came off as well. Attune shim right inside corner chipped off. All pieces retrieved - no surgical delay. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.